Event description:
Report received of cassette alarms. The tubing was primed with an unspecified amount of normal saline. When the tubing cassette was placed in the pump, it was reproted that the pump alarmed "cassette test failure." The tubing cassette was then placed in a replacement pump, and this pump sounded the same alarm. A new tubing set was primed and placed in the original and the replacement pumps, but the same alarm message was received from each pump. Both pumps were removed from clinical service. A third pump was obtained and the original tubing cassette placed in the pump. The alarm condition was then resolved. There was reportedly a 25 minute delay in starting the cardizem infusion. There were no reported adverse pt effects. No medical interventions were required due to the delay. Though requested, no additional information was available.